Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that following the second implant of this artificial urinary sphincter (aus) dissatisfaction as the incontinence returned. The aus was explanted and replaced. During the revision procedure the physician observed the balloon herniated out of the space and palpable under the abdomen and the pump was upside down and twisted in the scrotum. The patient was sent home without complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that following the second implant of this artificial urinary sphincter (aus) dissatisfaction as the incontinence returned. The aus remains implanted and active, the patient wanted to know why the device was failing so quickly. A cystoscopy is scheduled for (B)(6) 2021.